Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a fall three days after the implant procedure, while still in the hospital. Later, high pacing threshold measurements were observed. A CT scan of the patient's chest was performed, which revealed the lead had perforated the heart wall. The lead was successfully repositioned and remains in service. It was suspected that the fall contributed to the lead moving and causing the perforation, but this could not be confirmed. The fall was unwitnessed by hospital staff, and the patient's family did not immediately report the fall; therefore, the exact timing of the perforation was not known. No additional adverse patient effects were reported.